Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached end of service (eos) and the charge circuit inactive alert was triggered. The device was programmed off and remains in the patient. No patient complications have been reported as a result of this event.